Event description:
The customer reported being in the emergency room twice with diabetes ketoacidosis and high blood glucose. The customer had severe vomiting. She stated that both times she was admitted for more than one day. The caller stated that the insulin pump was not functioning properly and was having issues with calibration error alarms as well with the sensor readings and the blood glucose readings. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.